Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider. It was reported that the cause of the long recharge time and ins becoming hot was due to the patient charging while using the ins. A representative was going to meet with the patient to discuss recharging procedures. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wanted a faster recharge and hoped the recharger dial would help. The patient spent 4 hours laying on their back with 8 full bars and it barely moved the battery level. The patient didn't typically use the belt- they had a bad left elbow and it was more comfortable to not use it. The patient said that they also slept during recharging. They noted that they felt it get warm. The patient was able to start a charge session and received 8 boxes and the ins battery level showed 75-80% full. When asked when this issue occurred they said that it happened whenever they decided to turn it off before charging and when they started laying on it. No further complications reported.